Event description:
It was reported that upon insertion into the valve of the introducer sheath, strong resistance was felt and the balloon expandable stent dislodged form the balloon. Another balloon expandable stent was prepped and deployed successfully. There was no patient involvement.

Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. The device was returned and evaluated. The balloon did not appear to have been inflated. The stent was returned partially covering the balloon, but was dislodged distally. The distal portion of the stent was protruding over the distal tip of the balloon. The balloon was examined under magnification and stent crimp marks were visible on the balloon. Bent struts were noted near the midpoint of the stent. The patency of the guidewire lumen was tested and passed. The stent was loose on the balloon and was easily moved both proximally and distally. The complaint investigation is confirmed for a dislodged/dislocated stent and bent stent struts. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Specific warnings, precautions and directions for use of the valeo balloon expandable stent are included in the current instructions for use (IFU).